Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). ¿the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿the service history for this unit was reviewed for the past 6 months (04/26/2015 to 10/23/2015) and trending was not exceeded. ¿the fmea revealed the risk priority number (rpn) is at an acceptable level. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the haze/mist/vapor issue is untightened vacuum subsystem screws. The field service engineer tightened this part and confirmed the sterrad® 100s was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum subsystem screws were tightened. Unit meets specifications and was returned to service on 10/26/2015.

Event description:
A customer reported an event of a "cloudiness in the room" (haze/mist/vapor) emitting from the sterrad 100s sterilizer when the unit was running. There was no odor reported. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and vacate the area. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.